Event description:
The customer was concerned that the insulin pump has not given her any no delivery alarms when her blood glucose levels have been high. The customer reported a blood glucose reading of 483 mg/dl. Advised the customer how the alarm works, and offered troubleshooting, but the customer declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.